Event description:
The patient reported blood glucose results of "227 mg/dl, 179 mg/dl and 119 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.